Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that it shut off or gave high frequency jolts without warning. Diagnostics performed included interrogating the device, and the device diagnosis was noted to have been a lead fracture/malfunction. Interventions taken included explanting and not replacing the lead, and it was noted that the patient would like a revision in (B)(6) 2019. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had an issue in that the therapy was working and suddenly it stops working; when the patient set it at a high power, the patient felt it was too much and needed to decrease the power. It was noted that the event was possibly related to the device or therapy and possibly related to the implant procedure. It was corrected that no actions had been taken. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type: lead. The information reported under manufacturer report (MFR) 3004209178-2019-00942 was previously reported under MFR 3004209178-2018 -25446. Additional review indicates this information pertains to MFR 3004209178-2018-25446; any additional information related to this event will be reported under MFR 3004209178-2018-25446. If information is provided in the future, a supplemental report will be issued.